Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unable to perform basic occlusion and occlusion tests due to alarm. The insulin pump had a cracked reservoir tube, cracked display window corner and scratched lcd window.

Event description:
It was reported that the insulin pump alarmed during priming process. The blood glucose reading is 237 mg/dl. Insulin squirted out during the manual prime process. Advised the customer that the insulin pump will be replaced. Nothing further reported.